Manufacturer narrative:
A specific root cause could not be identified. The investigation found no indication of an issue with the instrument or the mss cassette.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer found a white deposit on the analyzer and thought this was affecting the patient results. The customer cleaned the instrument and believed the issue was resolved. However, later the customer reported further issues with out of range results for the lactate assay for several cobas b221 analyzers. Refer to the attachment to the medwatch for all patient results. It was noted the customer was using fluoride oxalate plasma samples. This sample type is not recommended for use on this analyzer and per product labeling, may lead to erroneous results. Samples 11-15 were tested using the fluoride oxalate plasma samples. Initially the analyzer was used for diagnostic purposes but it has since been only used for comparison testing. It was thought the results from the cobas b221 analyzers were reported as the instruments are on the ward. Information regarding if any patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
Additional information was received that the analyzer used for comparison testing was a siemens advia 2400.